Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip was deployed; however, the distal prong bent backwards and the clip fell into the patient in an open state. The detached clip was retrieved from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 12, 2015. The clip was successfully retrieved with the use of a retrieval basket.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip was deployed; however, the distal prong bent backwards and the clip fell into the patient in an open state. The detached clip was retrieved from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.